Manufacturer narrative:
Correction to a1 of the initial report, please see a1 for further information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. The device was returned evaluated under related complaint with MFR report # 9610595 - 2024 - 01364 where no abnormalities were found that could have led to the positive culture. The reported event of use of the device while awaiting culture testing was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the event was a difference in recognition on device handling by the user and recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the scope channels were cultured and <1 colony forming units (cfus) of microorganisms were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Related patient identifier: (B)(6).

Event description:
It was reported that, during reprocessing, the small intestinal videoscope tested positive for an unknown number of colony forming units (cfus) of stenotrophomonas maltophilia, and pseudomonas spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.